Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, upon pulling back a 6/7f mynxgrip vascular closure device (vcd) the whole device pulled through arteriotomy and the ballon indicator was fully up but looked like balloon was deflated/did not keep air. Manual pressure was held for hemostasis. There was no patient injury. The physician prepped the device per the IFU. The device will be returned for evaluation.